Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risk associated with surgically implanted materials. The instructions for use states in the adverse events: "potential complications associated with the proper implantation of the pelvilace to system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder or bowel, which may occur during needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion at the implant site." (B)(4).

Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, suffering, disability, and impairment. Associated MDR: 1018233-2013-00740.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced mesh erosion, blood loss, ¿mesh did not close¿, postmenopausal bleeding, scarring/dimpling of epithelium, spotting, ¿mesh was bunched up and not in one clear plane¿, vaginal foreign body (foreign body in patient), vaginal sinus tract with blood/fluid return, thickening between vagina and rectum and nonsurgical and additional surgical interventions.